Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
After reaming it was noticed that a screw was missing from the reamer shaft. X-ray was brought in to confirm it was not in the patient. Screw was found on the floor and not in the patient. Case type / application: tha 4.1.